Manufacturer narrative:
The issue was resolved for the customer by installing new ecl carriage bolt and ecl barrel nut. Corrected date of manufacture in section h4.

Event description:
It was reported that on the right rail of the bed there is a circle part that is broken and people are getting their fingers caught in it. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that on the right rail of the bed there is a circle part that is broken and people are getting their fingers caught in it. No adverse consequence or clinically relevant delay in treatment was reported.